Event description:
Legal counsel for the patient reported the patient underwent total left hip arthroplasty on (B)(6) 2007. Subsequently, patient¿s legal counsel reports patient was revised (B)(6) 2013 due to patient allegations of pain, disability, physical impairment, disfigurement, aggravation of a pre-existing condition, and elevated chromium and cobalt blood levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow up medwatch is being submitted to report that this medwatch 1825034-2014-04244 is a duplicate of (B)(4), 1825034-2012-02217. This medwatch 1825034-2014-04244 is considered closed.